Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. As a result, an explant was performed on an unknown date post procedure. No additional event details were available at this time. If additional event details become available in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The implant and explant date were obtained. The device was implanted on (B)(6) 2021. The device was explanted on (B)(6) 2022. Replacement with a 325cc mentor memorygel breast implant was performed with explant. The impacted product was received by the failure analysis lab on (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).